Event description:
A customer observed positively biased tsh results on a pt sample. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No biased pt results were reported. There was no report of pt harm as a result of this eent.